Manufacturer narrative:
A review of the device history records indicated that the device lot met all manufacturing and sterilization acceptance criteria. Opening of the t-incision is indicative of poor wound healing and/or excessive tension on the incision. The lack of complete scaffold integration may be due to the seroma within the breast pocket. Serous fluid accumulation may have also placed undue tension on the incision line. Based on the information provided, it is inconclusive if the device caused or contributed to the adverse event.

Event description:
Patient underwent surgery on (B)(6) 2019 for bilateral vertical mastopexy, bilateral placement of subpectoral silicone implants, and bilateral insertion of galashape 3d scaffold. A medium size galashape 3d scaffold was trimmed and soaked in betadine prior to insertion in the subcutaneous space of the lower pole of the breast. The scaffold was fixated in several areas with 3-0 polysorb. The areolar complex was inset with 4-0 polysorb and running 4-0 biosyn suture. The inverted t incision was closed with 4-0 polysorb and running 4-0 biosyn suture. An identical procedure was performed on the opposite side utilizing a 295cc silicone implant and 3d scaffold. The patient tolerated the procedure well and there were no intraoperative complications. Approximately 3 weeks post-op, the patient presented with moderate pain and drainage from the t incision on the left breast. At 5 weeks post-op the patient was febrile. The breast incisions were healing well, except a small area at the left inferior t and one area on the medial area of the closure. At 1.5 months post-op patient experienced fluid discharge from the left breast incision site, although fluid had no signs of infection. At 2 months post-op, an area (1 cm2) of scaffold (in the mid-inferior portion of the left vertical mastopexy incision) became exposed, and there was no purulent drainage noted. The exposed scaffold was debrided to the edges of the skin separation. The patient was advised to continue using silvadene cream on the incision site. At approximately 2.5 months post-op, ((B)(6) 2020), the patient developed further discharge of non-purulent seroma fluid from the left breast vertical incision. This was followed by progressive wound separation with further exposure of the subcutaneous scaffold, which did not appear to be integrated in several areas. The surgeon performed debridement of the wound and the non-adherent scaffold was resected, removing approximately 80% of the scaffold in the central lower pole of the breast. The patient was recovering well after removal of the non-incorporated portion of the scaffold and primary closure of the incision, with no evidence of hematoma, seroma or infection at post-op day 1.